Event description:
The hcp returned the pump to the manufacturer, received on 04/08/2002, due to "not functioning". The pt had a history of granuloma at catheter tip. A follow up report will be sent when additional info is received.